Event description:
The customer reported smelling of insulin in the reservoir compartment. The customer stated that she wiped out the reservoir compartment and found moisture inside the reservoir compartment, and on the reservoir past the o-rings. The customer also mentioned that she noticed leaks with a different reservoir when it was removed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.